Event description:
It was reported that during an in-office turbinate reduction, the device would not power the wand. A second wand was tried with the same result (no energy to wand). Procedure had to be cancelled (patient sent home). No injury or other complications were reported.

Manufacturer narrative:
Visual inspection revealed a few minor scratches on the exterior of the returned device. Functional evaluation revealed there is no voltage output to a known good wand due to the failure of an electrical component inside the subject controller. The returned concomitant foot control assembly performed as intended and exhibited no functionality issues during the testing process. There were no cosmetic or physical anomalies observed on the returned concomitant foot control assembly. The complaint is verified and the root cause was determined to be electrical component failure. Potential factors unrelated to the manufacture or design of the device which could have contributed to the reported event includes: a power surge to the subject controller. Using an improper power cord or improper extension cord, or a loose power connection. Failure of an electronic component inside the subject controller. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.